Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized a month ago and was in the intensive care unit because of hyperglycemia. Blood glucose level was over 600 mg/dl. Customer was treated with insulin drip at that time. Customer declined to troubleshooting. No further details given about their hyperglycemia and hospitalization. Insulin pump will not be returned for analysis.